Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- review of device history records showed no deviations from the existing specifications. Lt is not possible to determine a cause only on the basis of the picture, without the products on hand. Hypothetically, asnap-over and blocking of the insert in the hexagonal holder is conceivable. This in the case if the torque is higher than the permissible torque for this instrument. The permissible torque ioad for this article is max. 25 nm. Damage to the coupling cannot be prevented by a torque ioad higher than the intended maximum torque. This assumption cannot be confirmed without this article, only on the basis of the picture. Overall summary: product was not returned. Condition of the returned photo prevents proper testing / failure analysis of the reported allegation. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: 510 k: this report is for an unk - screwdrivers: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for plate and screw removal surgery. During the surgery, the operace insert has got stuck in the handle. The nurse and surgeons tried all they could to get it out, but it wouldn¿t come out. No delay to surgery as it was at the end of the case, they tried to remove. No harm to the patient. This complaint involves two (2) devices. This report is for (1) unk - screwdrivers. This is report 1 of 1 for (B)(4).